Event description:
I've been on tramadol and lyrica for many years now. Including when I was pregnant I was always told that my meds would not affect my baby. I had a genealogist test me through out my pregnancy and told me all was well. After giving birth, my son went through horrible withdrawal at the time, I had no idea what was wrong. He now has been delayed in his speech and memory. As well as my side effects such as my teeth are brittle and sensitive and major unhealthy weight gain. When my meds are discontinued, I go through horrible withdrawal and depression. To the point that I hate myself and can't continue living in pain. I've always thought it was just me but from reports, I can see I'm not alone. Also I've had a spinal cord stimulator implanted; I was told by dr (B)(6) this device would last a lifetime. However the battery inside of me doesn't hold a full charge and the leads may have moved. FDA safety report ID# (B)(4).